Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes to the customer's reported problem were found during the device history record (DHR) review. A product sample was received for evaluation. Visual inspection and functional test(s) were performed. The right plunger case and top case were cracked by the front left bottom corner; and there was no visible contamination. Check syringe plunger sensor was found in the event history log (ehl). With the syringe test and using biomed diagnostics monitor syringe plunger sensor (digital sensor true/false), the reported problem was duplicated. This was due to the left plunger case; flippers get stuck when plunger lever actuated. No visible damage/contamination found inside or outside of the plunger case. The root cause of the issue could not be determined. Action(s) taken to mitigate the reported issue(s): replaced left plunger case, performed calibration on the pump and all the functional tests passed.

Event description:
It was reported that the pump showed check syringe plunger sensor error. No patient injury was reported.